Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and mildly tortuous external iliac artery. After a non-bsc guide wire crossed the lesion, a 7.0mmx40mmx135cm sterling¿ balloon catheter was advanced for dilation. During the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured due to severe calcification. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).